Event description:
It was reported a nurse was unable to interrogate an implantable pulse generator device. Another rf (radio frequency) head was tried without success. The programmer is being returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.